Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in the ER after receiving high voltage therapy for vf, the stored egms of the episode were not available. The cause of the egm data corruption could not be determined. The device remains implanted and the patient will continue to be monitored closely.